Event description:
During PICC insertion attempt 3cg wire bent in two places after catheter passed through vein x1. Met resistance and checked the wire noticed it was fractures in l shape and had to get a new wire. History of left cranioplasty, abscess and rue thrombus in brachial, cephalic, basilic veins. Single lumen PICC, no extra wires used, patient complained of no pain or feeling anything during procedure. Manufacturer response for PICC 3cg wire, PICC 3cg wire (per site reporter). [Redacted date] rep [redacted name] notified by clinical site on email with photo. [Redacted name] retrieving for return to bd. [Redacted date]- RMA/mailer label received; bd reference #: (B)(4); sample retrieval in progress. [Redacted date]- sample retrieved. [Redacted date]- bd ref #: (B)(4); sample shipped fed-x..